Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures whi ch correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was slow to open. A field service engineer (fse) identified auxiliary drawer 4.2 was slow to open, inspected the rear assembly with no visible cause found, replaced the drawer using the available spare due to distance, and confirmed with customer that the drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 was very slow to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.